Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined.

Event description:
It was reported that the catheter leaked with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: material no: 381423, batch no: unknown (2 of 2). It was reported that the catheters are leaking. Customer has had other issues of the catheters leaking (bleeding through). Stated she did not have any specific information she could provide on dates of occurrence or patient identifiers or samples for these additional issues. For material number 381423 but she is unaware what the lot number is for the other times she has experienced.